Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive troubleshooting which included bench handling, stress testing, power cycling with the ac and test battery and full functionality testing without any discrepancies. The device's ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.